Event description:
A hospital employee reported via telephone call that the customer was hospitalized with high blood glucose, released, and hospitalized again 24 hours later. The blood glucose reading was 450 mg/dl and the customer had a bent cannula. The customer was not able to troubleshoot for the issue at the time and the hospital employee was advised to have her call back when able for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #2032227-2015-15825.